Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported an adhesive issue, with the sensor detaching prematurely after two days. In addition, the customer noted an unspecified low sensor scan result on the adc device, which differed from unspecified readings obtained from a competitor device. The customer experienced symptoms of drowsiness, anxiety, and sweating after drinking juice. Upon returning home, a finger-prick test with a competitor device showed glucose levels in the high 200s mg/dl. Adc customer service successfully contacted the customer and further noted that the adc device displayed a reading of 50 mg/dl prior to self-treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported an adhesive issue, with the sensor detaching prematurely after two days. In addition, the customer noted an unspecified low sensor scan result on the adc device, which differed from unspecified readings obtained from a competitor device. The customer experienced symptoms of drowsiness, anxiety, and sweating after drinking juice. Upon returning home, a finger-prick test with a competitor device showed glucose levels in the high 200s mg/dl. Adc customer service successfully contacted the customer and further noted that the adc device displayed a reading of 50 mg/dl prior to self-treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There was 1 additional sensor reported (unknown) and they have been captured under this submission. Refer to section d4 - serial # for the captured serial numbers. There was 1 additional sensor reported (unknown) and they have been captured under this submission. Refer to section 2.3 for the captured serial numbers. Reference number mw5184557. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer reported an adhesive issue, with the sensor detaching prematurely after two days. In addition, the customer noted an unspecified low sensor scan result on the adc device, which differed from unspecified readings obtained from a competitor device. The customer experienced symptoms of drowsiness, anxiety, and sweating after drinking juice. Upon returning home, a finger-prick test with a competitor device showed glucose levels in the high 200s mg/dl. Adc customer service successfully contacted the customer and further noted that the adc device displayed a reading of 50 mg/dl prior to self-treatment. There was no report of death or permanent impairment associated with this event.